Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support, who guided them through inspecting and cleaning the pump, and ensuring the cartridge was properly loaded. This successfully resolved the issue, allowing the customer to resume insulin delivery.